Event description:
It was reported that during the procedure in the moderately tortuous proximal circumflex artery for treatment of a 78% de novo lesion, pre-dilatation was performed and a 2.5x12 rx mini vision stent was deployed. After deployment of the stent, a dissection was noted. A 2.25x12 mini vision stent was deployed overlapping the first stent for treatment of the dissection. Timi iii blood flow was maintained and the procedure was completed successfully. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. It should be noted the reported dissection is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.